Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet attempted to pair with the patient¿s previous dexcom g7 continuous glucose monitor (cgm) sensor, and the patient, following dexcom guidance to start a new sensor, initially failed to start the new dexcom g7 on the ilet until an agent guided the patient to toggle the cgm type and enter the correct pairing code. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to an improper procedure when pairing, with no specific part or sub-assembly implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.